Manufacturer narrative:
Updated data: h6. Patient, device, method, results, and conclusion codes. Conclusion: no device was returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Per the device instruction for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." The valve did not expand sufficiently, with mild paravalvular leak (pvl). It was reported that a post-implant balloon aortic valvuloplasty (bav) was conducted and immediately a cerebral infarction occurred. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per the device IFU. No treatment was performed for the stroke. Additional information stated the physician felt that the stroke occurred as a result of the multiple bav and recaptures conducted and not the result of a malfunction of the valve. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reporting that per the physician the cerebral infarction was due to the implant procedure; as multiple balloon aortic valvuloplasty (bav) and recaptures of the valve were performed, and not the valve. The patient reported symptoms of always being sleepy and other unspecified symptoms. The patient was transferred to rehabilitation facility for rehabilitation and there were no major disabilities reported. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(6), ubd: 19-dec-2021, UDI#: (B)(4). Correction: the concomitant product was omitted error. The valve was attempted to be implanted following a pre-implant balloon aortic valvuloplasty (bav) with a 16 mm balloon. During the implant attempt it appeared the valve failed to expand resulting in severe paravalvular leak (pvl). The valve was recaptured and withdrawn from the body. A second pre-implant bav was performed using an 18 mm balloon. A second valve was attempted to be implanted. At 2/3 deployment the valve had not expanded sufficiently. The pvl had reduced to mild, and the hemodynamics were reported to be good. The valve was fully deployed and a post implant bav with a 16 mm balloon was performed to remove the nose cone of the delivery catheter system (dcs). Immediately following the procedure, a cerebral infarction occurred. Per the physician, the cerebral infarction was due to the multiple balloon aortic bavs and recaptures, and not the valve. No additional adverse patient effects were reported. Analysis: upon receipt at medtronic¿s quality laboratory, the device was received in an explant kit, in its original container jar, submerged in cloudy solution. The valve was received discolored showing evidence of blood contact. All leaflets appeared flexible and intact. The leaflets showed signs of creasing, conditions resulting from crimping and recapturing. All leaflets were wavy and partially closed in the closed position. All the commissures were intact. Remnant blood was observed on all commissural areas. The valve was submerged in cold saline for 5 minutes to initiate loading simulation. Upon loading, both paddles appeared seated within the dcs spindle pockets. The capsule was advanced forward covering the paddles and top portion of the outflow crown. The inflow cone was advanced to crimp the inflow portion of the valve. The loading of the valve was completed, no visual or tactile anomalies were noted. The valve was deployed in a warm saline bath (37°c) and appeared to deploy uniformly; no underexpansion was observed. The valve was completely deployed and exhibited full dilatation. Conclusion: analysis of the one valve returned found no unusual characteristics on the returned valve. There were blood remnants due to the valve being attempted to be implanted. All leaflets appeared intact and flexible with slight creasing from the crimping process. The valve able to be fully loaded onto a compression loading system (cls) loading system without issue and deployed with the valve fully expanding without issues. No infolding or underexpansion issues or manufacturing defects were noted with this returned valve. It was not possible to reproduce the conditions experienced while using this valve in the field. Without imaging from pre-implant, during the procedure, and post-implant, a root cause for the incomplete expansion cannot be determined. Updated data: h6 method codes and d11 concomitant prod. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, the patient developed a cerebral infarction. The cause of the infarction was not reported. No treatment was reported for the cerebral infarction. No additional adverse patient effects were reported.